Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The starclose se device was reportedly discarded. Only the clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed using a starclose se device with a 6f sheath after a dacron prosthesis procedure at the iliofemoral artery for dilatation of the iliac artery. Reportedly, after removal of the starclose se device, the nitinol clip was observed at the tip of the device (the clip was extracted from the tip with a needle). The puncture site was perfectly closed without bleeding and it did not require manual compression. The patient is in good condition. No bleeding and no hematoma were observed the day after the closure procedure. The physician believes that there were 2 clips initially in the starclose se device. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. Evaluation summary: only the clip, without the device, was returned for evaluation. The reported issues of clip deployed at the distal end and two clips on the device could not be confirmed. A conclusive cause for the reported clip deployed at the distal end of the device and two clips on the device could not be determined. Although a conclusive cause for the reported clip deployed at the distal end of the device and two clips on the device could not be determined, the treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.